Event description:
It was reported that the patient presented in the operation room for routine device change out procedure. It was noted that the right atrial (ra) lead was exhibiting high capture threshold. The ra lead was capped and replaced with an alternate ra lead on (B)(6) 2022. There were no patient consequences.